Manufacturer narrative:
The pump has been returned to animas and investigated on 22-aug-2018 with the following findings: the pump did not make any noise on power up. However, unrelated malfunctions prevented the pump from being fully investigated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was constantly beeping. This complaint is being reported because the alleged issue could cause the patient to miss an alarm. There was no allegation of an adverse event associated with this complaint.